Event description:
According to the information received, boot up error message and ask for a restart. No death or (unanticipated) serious deterioration in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: the complaint issue was described as boot up error message pop up and ask for a restart. The device was initially returned to ksna auburn for evaluation. The customer's complaint was confirmed and found sdi port was damaged. The device was forwarded to ksna goleta and evaluated by the service department. The customer's complaint was verified, and the following defects were found: motherboard sdi connector damage. Ccu top chassis is bent. Cooling fan failure causing loud noise. Software upgrade is required. The cause of the issue was determined as improper handling by the customer. The event is filed under internal karl storz complaint ID: (B)(4).